Event description:
It was reported that the patient presented for routine implant of the left bundle branch lead. During the procedure the lead became dislodged. An attempt was made to reposition the lead. However, the helix failed to retract after it became clogged with tissue. After the tissue was removed the helix failed to extend. The procedure was successfully completed with use of a replacement lead. The patient was stable.